Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, the test result, required medication and hospitalization were the results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed for prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted without issue, reducing mr to 2. The next morning ((B)(6) 2021), patient's ejection fraction (ef) dropped which was treated with vasopressors. The patient condition improved and patient is doing fine, but remains hospitalized for monitoring. No additional information was provided.